Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A trial patient the ¿catheter¿ fell out during their spinal cord stimulation trial. It was further reported the trial failed because they didn¿t get enough coverage. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.